Event description:
An alarm was reported, and the caller experienced multiple occlusion events. The caller confirmed taking consistent actions to resolve these events. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer changed the soft cannula infusion set and resumed insulin therapy.